Event description:
It was reported that the patient presented to the emergency room after a syncopal fall which resulted in a laceration to the neck. Treatment included debridement near the pacer site and electrocautery. Follow-up information from the clinic indicates the patient had fallen twice before. The patient has not been seen in the office and there were no records indicating whether the device had been interrogated or whether the device was functioning properly. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-52 implantable pacing lead 2001 (B)(6). (B)(4).